Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. No pump error 49, pump error 68, or pump error 23 alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and other multiple error alarm. The customer's blood glucose value was unknown. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. Customer reported they were able to clear the alarm. Customer was able to rewind the pump. Post-reset ram crc alarm has occurred more than once after a battery change. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.